Manufacturer narrative:
Final analysis found an internal abrasion breaching the silicon insulation at 71.0 cm - 71.3 cm from the connector end. The redundant conductor insulation was intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited loss of capture and had dislodged. The lead was explanted and replaced.